Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign material at the opening of the air/water nozzle and adhered to the distal end including the objective lens surface. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as organic silicone, which is not a component derived from the device but from medicines (antifoaming agents, etc.), and cellulose fibers. Therefore, it is likely the foreign material remained on the device due to insufficient pre-cleaning and rinsing of the inside of the duct as well as insufficient drying due to buttons not being removed when the endoscope was stored. It is also likely, that the cellulose fibers (such as gauze) were attached during reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.